Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had scratches on the screen and that made the screen difficult to read. Customer's blood glucose level was unknown. Customer reported that they had change battery alarm and insulin pump was louder during rewind. Customer also reported about unexplained no delivery and rejected new battery issue. The insulin pump will not be returned for analysis.